Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the emergency medical services was called on (B)(6) 2015. The customer had blood glucose levels of 32mg/dl. It was also reported that the customer had a diabetic seizure. Customer was treated with glucose tablets. No additional information was provided.